Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of noise leading to pacing inhibition on the right ventricular (rv) channel for the pacemaker dependent patient. The patient was brought into the clinic and the noise was able to be reproduced with right arm movements. It was noted another manufacturer's device and the rv lead are implanted on the right side of the patient. Reprogramming of the device occurred and reduced the oversensing, at this time the clinic has opted to continue to monitor the patient, thus the device and rv lead remain in service. The patient was asymptomatic during the oversensing episode.